Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a 10 minute time frame on the sof tact blood gtlucose meter. The results when plotted on a parkes error grid fall in the "c" zone which is considered clinically significant. Ther was no report of death, serious injury or mistreatment associated with this event.